Event description:
It was reported that, "going through mantis set and noticed that the awl and the 6.5 tap are both chipped at the tips."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.